Manufacturer narrative:
On (B)(6) 2023, mentor became aware that the patient received baker grade iii/IV diagnosis from the doctor. Date of surgery is still pending. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 7, 2023, mentor became aware that patient also experienced right rupture in addition to right side capsular contracture; baker grade iii/IV. Is product problem under field b1 has been selected and medical device problem under field h6 has been added on this form. Date of explant is still pending. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 6, 2023, mentor received confirmation that the patient experienced grade iii capsular contracture on the right side. Healthcare professional will call back when surgery is scheduled. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with 375cc mentor memorygel breast implant and experienced right side capsular contracture; baker grade unknown postoperatively. It was reported that the right side always looked smaller than the left. The patient has a consult appointment scheduled for early (B)(6) 2023. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.